Event description:
The customer reported a fluid leak of approximately 2ml from the blood sampling valve (bsv) on a coulter lh 750 hematology analyzer. The leak was contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was unable to determine the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/10/2015. The fse found a pinhole in the tubing at the bsv. He trimmed the tubing and reconnected it to the bsv and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).